Event description:
New information received notes that another instance of noise was observed. Further lead testing was recommended. The patient will continue to be monitored.

Event description:
It was reported that episodes of non-sustained rv oversensing due to noise were observed. The patient received inappropriate atp therapy and shocks. Programming changes were made. The patient will continue to be monitored closely, as patient does not want a lead revision procedure.

Manufacturer narrative:
(B)(4).